Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator. The display was powered up in service mode and the unit showed ¿vent inop (inoperable)¿. The event error log was viewed and a ¿post dac (digital-to-analog converter)¿ or ¿adc (analog-to-digital converter)¿ error was noted. The reported issue was duplicated and the cause was found to be an open resistor. This issue will be internally investigated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "ventilator inoperable (vent inop), motor fault, check events, low peak inspiratory pressure (pip), low minute volume (ve) while using the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm. The reported device is available for evaluation.